Event description:
Physician reported left side deflation. Additionally physician reported via rga "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening on the anterior side assessment as fold flaw opening and one opening on the anterior side assessment as surgical damage. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ no penetrating nick( stress marks).

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.